Event description:
Customer reported that the touchscreen on their pump was unresponsive. Blood glucose level was 10 mmol/l. Customer attempted to reset the pump with guidance from technical support but was still unable to interact with the screen. Customer was advised to switch to multiple daily injections (mdi) as a backup therapy.